Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed episodes of inappropriate automatic mode switch (ams) due to far r wave oversensing noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.